Event description:
Customer called to report that the insulin pump excessively alarmed no delivery. Customer also reported a bent cannula on the insulin pump. Customer's blood glucose levels were not included in the report. Insulin finally exited from tubing with manual prime. Replacement product is being sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.